Event description:
It was reported that the user experienced difficulty attaching ilet system carts and connectors, requiring multiple supply changes before achieving a successful connection, with multiple lots referenced. Symptoms included no reported clinical effects. Outcomes included no reported impact on health, no alerts or alarms, and no transfer of care. Investigation included customer support troubleshooting and user education. Investigation of this case revealed that a successful connection was ultimately achieved after repeated attempts and that field support involvement was planned due to inability to dispatch replacements without required documentation. It was concluded that the event involved a device connection/assembly difficulty with no associated adverse health effects.